Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Adverse event report is being submitted due to symptoms related to diabetes - fatigue and headache. Note: manufacturer contacted customer in a follow-up call on 15-jun-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated feeling fatigued and had a headache. No medical intervention was reported. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results obtained of hi, 454, 383, 479 and 457 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. At the time of the call, the customer reported having a headache and feeling fatigued. Customer stated that she had a headache that morning as well when the result of hi was obtained. Customer did not need medical attention at the time of the call and medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).